Manufacturer narrative:
Device evaluation: the device was found broken on the hypotube, traces of blood detected on the device and the balloon appeared inflated. The cross section of the hypotube ends was elliptical due to a kink. No other abnormalities detected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an attempt to treat lesions in the right tibial/popliteal trunk, posterior tibial artery and anterior tibial artery using an admiral xtreme dilatation balloon catheter, it was reported that during removal of device, the component detached due to broken catheter. Physician used tweezer to remove the detached component. There was no excessive force used during delivery. The doctor said that should be opened for the ball to pass an injury in infrapopliteal arteries. The device forward and in this way keeps half of the medical device and the other half into the patient's body which reaches remove with forceps since part remain visible. The device is entered in the patient, angioplasty is performed and when it will withdraw some ball off and then removed. The device is completely patient withdrawal. No difficulty with input inflates only when it is removed from the patient. The whole system was changed, it was changed to another 0.014 guide and a new balloon of another measure was used to complete the procedure. There was no patient injury or clinical sequelae reported for this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.